Event description:
It was reported that a bowed barrel/bent tip was found before use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "on (B)(6) 2019, when using the flush, the nurse of the respiratory department found that the tip cap of the product was partially tilted and the middle part of the barrel was concave, so it could not be used."

Manufacturer narrative:
H.6. Investigation: one photo was provided. It shows a syringe with packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap, saline solution. It has the luer tip bent. This occurs when the syringe is misplaced in the sterilizer tray the next tray that goes on top lays on top of the misplaced syringe inducing the luer tip damaged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bowed barrel/bent tip was found before use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "on (B)(6) 2019, when using the flush, the nurse of the respiratory department found that the tip cap of the product was partially tilted and the middle part of the barrel was concave, so it could not be used."